Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive. Customer stated the bolus amounts continue to scroll up or down without user input. Customer's blood glucose level was 211 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.